Event description:
Use of pump for pain control, attached to epidural catheter. Pump lock button was pushed in during set up, keeping the cassette attached, however, the lock was not in the locked position. Failure to have button in locked position allowed the cassette to become separated and allowed free flow of 60cc of morphine solution to the pt. The pump continued to have normal readings and did not register the infusion of 60cc. Fortunately there was a leak at the connection site of the epidural catheter and the fluid (morphine) leaked on to the pt's dressing and bedding. If fluid had been delivered to the pt, 15mg of morphine would have been delivered over a 3 hour time frame.